Event description:
Additional information was received stating that the vns patient began experiencing an increase in seizures on and off since (B)(6) 2012 that were unrelated to vns. The seizures became much worse, and on (B)(6) 2014, the patient¿s device was near end of service and was programmed off. The patient was experiencing clusters of generalized tonic-clonic seizures. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted product has not been received to date.

Event description:
It was reported that the explanting facility discarded the explanted device; therefore, the device will not be returned for analysis.

Event description:
Clinic notes were received for the vns patient indicating that the neurologist increased the patient¿s medication after receiving a call from the patient¿s parent who reported an increase in seizures on (B)(6) 2013. Notes dated (B)(6) 2013 stated that settings were 2.50 ma, 30 seconds on, and 0.8 minutes off, and it was noted that vns was working well. Attempts for additional information have been unsuccessful.